Event description:
The customer stated that she went to the emergency room due to low blood glucose levels. The reported blood glucose reading was 21 mg/dl. The customer stated that she was at a cardiac rehab that morning, and she left because her blood pressure was low. The customer went home to sleep, and was found by someone, and the paramedics were called. The customer declined to troubleshoot. She stated that her hcp has already made adjustments to the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.